Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited oversensing of noise for an unknown reason. A revision procedure was performed where the noise was able to be reproduced with isometrics. Subsequently the ra lead was explanted and a new lead was implanted. The implantable cardioverter defibrillator (ICD) remained in service. No additional adverse patient effects were reported.